Event description:
It was reported that a patient underwent an episiotomy repair on an unknown date and suture was used. Approximately 5-7 days post op, the wound opened. The specific patient intervention was unknown. The opened wound may have been managed with a sitz bath, cleansing of the wound, and/or re-suturing. The current condition of the patient was reported as discharged. The surgeon opined the suture material may have been a contributing factor. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch em8glqs0 mfg date: 11/01/2012, exp date: 12/31/2017. Batch em8gdws0, mfg date: 11/01/2012, exp date: 12/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.